Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, opening extended on posterior and black particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening extended on posterior. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Physician reported "implant rupture." Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant rupture.

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the left side.